Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: DHR review request: part 456.325s; lot 7817017; manufacturing location: (B)(4); manufacturing date: 10-oct-2014; expiration date: 30-sep-2023; part #: 456.325s, lot#: 781707 (sterile) - 10mm/130 deg ti cann troch fixation nail 235mm - sterile. Quantity (B)(4). Component parts reviewed: 456.314.3 - lock driver tfn, bp-55 lot - 7738125; 456.315.2 - 130 degree lock prong tfn bp-58 lot - 7786193; 21069 - raw material lot bp-80 lot - 7706999. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a trochanteric fixation nail procedure for a proximal femur fracture on (B)(6) 2017. The surgeon decided to use a nail that was inadvertently open but never use from another surgery. The nail was reported to be an old tfn that was re-sterilized against advice. The surgeon placed the nail in the set screw locking mechanism and could not pass the helical blade through the hole. The surgeon removed the nail intact, another nail was readily available for use. There was a delay of 5 minutes just to retrieve a new device. The surgery was successfully completed. The patient was stable following surgery. All information was provided. This complaint is for one device concomitant medical products: helical blade (part# unknown, lot # unknown) set screw(part# unknown, lot#unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. This complaint is confirmed. Although the nail was received with the internal locking prong not deployed, the internal locking mechanism prong shows damage consistent with being deployed prior to helical blade insertion. The complaint condition was unable to be replicated at customer quality (cq) as the implant and targeting instruments used during the surgery were not returned to cq. The returned nail was assembled with known good mating instruments and helical blade at cq and the helical blade aligned successfully with the returned nail. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed as part of this investigation. Tabulated nail drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Deployed internal locking mechanism interfered with helical blade advancement. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.